Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure the lens would not advance in the preloaded injector. The injector was placed into incision and the lens moved forward , then would not engage further . Another lens of same model and diopter was opened and used to complete the case. There was no patient harm. There was minimal patient contact with the injector tip, but no harm to the patient. Additional information was requested.

Manufacturer narrative:
The report stated the device was placed in the incision which would indicate the lens was advanced to the fill line if the dfu was followed. The device was returned with the lens. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to the loading area. The lens has been replaced in the loading area sideways. The nozzle was removed and cleaned for further evaluation. A qualified viscoelastic was indicated. The reported event could not be verified. The plunger had been retracted and the lens replaced in the loading area upon return. Top coat dye stain testing was conducted with acceptable results. No damage or abnormalities were observed. The root cause for the reported "lens would not advance" may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The manufacturer internal reference number is: (B)(4).